Event description:
It was reported that a caregiver attached the sling to the lift and attempted to transfer the resident from the bed to the toilet. After the resident had been raised to about three feet above the floor and the caregiver began to move the lift, one of the sling loops detached. Specifically, the fabric loop of the sling slipped off the metal hook (lift attachment point) on the spreader bar of the lift. As a result, the resident fell to the floor. Resident sustained hematoma on top of the scalp, laceration on back of the head and skin tear on right forearm. The injuries required hospitalization. An evaluation of the device showed no malfunction of the lift and sling. The customer has flagged this incident as user error/violation of safe handling policy. The lift was used with the arjo hammock amputee loop sling (model number mla7000-m).

Manufacturer narrative:
Based on the collected information, the incident occurred due to the use of an incompatible sling type with the arjo maxi 500 lift. A loop sling was attached to the 4-point spreader bar designed exclusively for clip slings. This mismatch caused the loop to slip out of the spreader bar, resulting in the patient¿s fall. The spreader bar attached to the lift determines which slings can be used to safely transfer the patient. The instructions for use (001.20815) provide a guide indicating whether the spreader bar supplied with the lift is compatible with loop slings or clip slings. ¿warning: clip slings are intended to be used only with dps spreader bars. Loop slings are designed to be used only with two-hook spreader bars. The key difference between the dps spreader bar dedicated for clip slings and the two-hook spreader bar dedicated for loop slings is the design of the sling attachment points. The dps spreader bar is fitted with special lugs, which are metal hooks intended for securing the sling clips. The two-hook spreader bar also uses metal hooks, but their construction is distinct. Each hook includes a safety pin that closes once the sling loop is placed inside, ensuring that the loop remains secure and cannot slip off. The amputee sling instruction for use (04.sa.00) provides comprehensive guidance on the proper handling of slings, ensuring safe patient transfers. In addition, the document explains the markings on the sling¿s label, which indicate the compatibility of each sling with specific spreader bars. The IFU also states: ¿the amputee sling shall only be used by appropriately trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use. ¿. In summary, the incident was caused by the use of an incompatible sling type with the maxi 500 lift. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. B2, b5, and d5 have been corrected.

Event description:
The incident occurred during use of the maxi 500 arjo floor lift. The exact circumstances are still being determined. No malfunction of the device has been found. The patient sustained multiple traumatic injuries, including head laceration and extensive skin tear. Emergency medical services were activated and the patient was transported to the hospital.

Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. The investigation is ongoing; results will be updated in the final report.